Manufacturer narrative:
Swelling in the adjacent arm is a known risk of the procedure as identified in product labeling. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There was no indication of device malfunction.

Event description:
Patient tolerated treatment well on (B)(6) 2016 with little to no discomfort. In (B)(6) 2015 patient switched birth control methods from mirena to nexplanon (implanted into the biceps). Patient had consistent, continuous (vaginal) bleeding prior to switching birth control methods. Once she switched to nexplanon the bleeding stopped (except for one instance of spotting). The morning after the miradry procedure she experiencing vaginal bleeding again. She thought it was just her period so she waited one week before contacting the clinic. Clinic advised patient to see her obgyn. Her obgyn told her to give it one more week. Follow-up was being pursued at this time, however, it was not believed the event was caused by to the miradry procedure since treatment occurs in the axilla, away from the biceps and only penetrates 5 mm in depth. On 6/28/2016 a miradry representative reported the following communication from the clinic: during a follow up visit (B)(6) 2016 patient reported she had some bruising and swelling for about a week post treatment. She stated the bleeding had "decreased to a lesser flow" and that she thought the "swelling could have caused the issue." Clinic advised patient to speak with an obgyn. The patient had not followed up after this appointment. Re-review of the complaint details on 7/26/2016 determined this was a reportable event, since the relationship to the procedure (effect of swelling) and impact to birth control (vaginal bleeding) is a possibility.